Event description:
Hcp reported patient presented with signs of infection in march 2004. Symptoms included redness and drainage. Cultures were obtained from the device pocket and the type of organism found was staph aureus. The patient was treated with IV antibiotics and total device system explant. Hcp reported the infection resolved. The device was explanted but not returned to the manufacturer for analysis.